Event description:
During a fenestrated endovascular aneurysm repair the stent was unable to be advanced through the check flo valve of the sheath. It was dislodged from the balloon after passing through the valve. The sheath was replaced and a new stent was used successfully.

Manufacturer narrative:
On completion of the investigation, a f/u report will be submitted. Associated file: 1219977-2015-00088.